Event description:
The customer reported that during use of this tri-lobe modular driver in an acl reconstruction approximately 3mm of the driver tip broke. An x-ray confirmed the tip was lodged in the patient's soft tissue. At this time, the broken tip remains unretrieved.

Manufacturer narrative:
To date, this device has not been received to perform an evaluation. A follow-up report will be sent upon receipt of the device and completion of an investigation. This modular driver tip is made of 455 stainless steel per astm. It is not meant for implantation. This information has been provided to the surgeon.